Manufacturer narrative:
H.6. Investigation: one bag containing three loose 10ml syringes (p/n 301029), two loose 10ml printed barrels, and two broken 10ml plunger rods was received. The samples were visually evaluated. One sample was observed to be missing its stopper from the plunger/barrel assembly. Potential root cause for the loose plunger, missing stopper, and damaged component defects are associated with the assembly process. It is likely a timing issue with the assembly dials contributed to these defects. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 2 syringes 10ml ll bns had a broken plunger, 1 contained foreign matter, and 1 had the plunger fall out. The following information was provided by the initial reporter: " - 1 syringe with black/brown spots on the barrel. - 1 syringe with loose plunger and missing end cap. - 2 syringes with part of the plunger broken off."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 syringes 10ml ll bns had a broken plunger, 1 contained foreign matter, and 1 had the plunger fall out. The following information was provided by the initial reporter: "1 syringe with black/brown spots on the barrel. 1 syringe with loose plunger and missing end cap. 2 syringes with part of the plunger broken off."